Event description:
The physician attempted arteriotomy closure using the closer tsl 6 fr. Device following a diagnostic procedure. The deployment was successful without the need for manual compression. The pt was discharged but presented a week later with pain while walking. Angiogram was obtained and showed thrombus at the right femoral artery site. The pt was taken to the or where thrombectomy was successfully performed.